Event description:
Consumer opened new bottle of newly marketed lens cleaning solution and on first application the product burned their eyes and left them red. Complainant does not plan healthcare visit, redness has subsided.